Event description:
From staff: boston scientific capio suture retrieving device malfunctioned, not deploying suture correctly, another device was then opened and situation rectified. From op report: attention was at this point directed toward the vault of the vagina, where the medial suture was placed on the left and the lateral suture was placed on the right. As I was first tying the right, this broke and I placed a second one, still with the capio, and I was able to lift the vaginal vault to the sacrospinous with no bridging. A 2-0 vicryl had been placed at the level of the apex so then was easier to reach and to close. The vaginal epithelium was reapproximated posteriorly with some reinforcement in the mid portion of a smaller rectocele. A small perineorrhaphy had been also performed at this time. The procedure was considered concluded.